Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that they pulled the needle back and out, the safety mechanism didn't engage, and she poked her right finger. Verbatim: complaint via email. Email(s) attached please review and provide a response to the product quality issue reported. Please contact the facility directly for details, sample collection and resolution. When the investigation has completed, please provide xxx with a copy of the final letter in order to close out the ticket in the xxx database. I will follow up with you for a status update in a couple of weeks. Facility contact: xxx department: materials management phone number: xxx email: xxxx product catalog number:386865 product description: catheter intravenous straight cathena peripheral sterile ltx-free disposable us 18gx1.25in bc origin of the issue: other detail: rn was using catheter to start IV on pt, when she pulled the needle back and out, the safety mechanism didn't engage, and she poked her right finger.